Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and communication failure between monitoring and breathing subsystems, while it was connected to a patient. The ventilator was replaced. There was no patient harm. (B)(4).

Manufacturer narrative:
Parts have been requested back for investigation. A supplemental medwatch will be provided after investigation. (B)(4).